Event description:
It was reported that the surgeon inserted the aq2010v silicone three piece lens and developed his own technique in which he grabs the haptic with forceps to position it in the eye. However, the patient moved and that resulted in the surgeon amputating the haptic. The lens was removed and successfully replaced with another same model/same diopter lens without any injury to he patient. The reporter stated the incident was due to the patient movement.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, haptic broken. Evaluation results: visual inspection of the returned lens showed the optic was torn and a piece of the optic was torn off with a haptic and missing. There was evidence of a clear surgical residue. (B)(4).